Manufacturer narrative:
(B)(4).

Event description:
Procedure type: proximal pancreaticoduodenectomy. According to the reporter: after the 1st firing, it was noticed that malformed stapling occurred on entire stapling line. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used. Oozing occurred. Nothing fell into the pt cavity. Operating time was not extended more than 30 minutes.